Event description:
It was reported that the maxzero needleless connector experienced a stick down of the needle free valve and leakage. The following information was provided by the initial reporter: material #: mz1000-07 , batch/ lot #: unknown. New bd max zero needless connector is leaking blood when drawing off lines. The connector dripped blood when removing male end of a syringe when drawing labs. The blue part does not close back up when you remove the syringe or tubing.

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of component damage. Without this information, the complaint can not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced a stick down of the needle free valve and leakage. The following information was provided by the initial reporter: material #: mz1000-07, batch/ lot #: unknown. New bd max zero needless connector is leaking blood when drawing off lines. The connector dripped blood when removing male end of a syringe when drawing labs. The blue part does not close back up when you remove the syringe or tubing.